Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, an empty image acquisition came across as blank and noted that the reference frame spheres could not be viewed by the camera of the navigation system. The navigation system was restarted, but the camera of the navigation system would then not boot. Multiple restarts did not restore functionality. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was later reported that the empty image acquisition was noted to have been performed in manual mode with a kv setting being very high, resulting in the patient tracking spheres without issue. It was also noted that the following day, the navigation system was used without issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.